Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right atrial lead dislodged twice after attempted deployment. The physician elected to remove, but not replace the lead due to the patient's chronic atrial fibrillation. The atrial port was capped. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.